Event description:
During a laparoscopic appendectomy procedure, the instrument misfired on the first and second firing. On the first firing, the staple line look incomplete. On the second firing, the stapler reload came out of the jaws of the instrument upon firing. He suggested that maybe the reload was not secure in the jaws. The surgeon converted the procedure from laparoscopic to open in order to control the bleeding from the incomplete staple line. There was no further consequence to the pt.